Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed back-up operation. A software download was not successful. Subsequently, the device was replaced.